Event description:
This event occurred in one pt. Acclarent was made aware of this event on (B) (4) 2010. After ballooning a (B) (4) male pt's sinus with a 7x16 solo pro device, the physician lavaged the right frontal sinus with a vortex sinus irrigation catheter. Due to a pre-existing right orbital anatomical defect confirmed on the CT scan, the pt presented swelling of the right eye. The pt was treated by making a small incision near the eyelid, to relieve pressure. The swelling was noted to subside. The pt did not require hospitalization. No pt injury or post procedure complaints were noted as of 04/08/2010.

Manufacturer narrative:
Based on the info provided, it is unclear that acclarent product contributed in anyway to the pt eye swelling. Attempts were made by the acclarent's medical director to contact the physician with the intent of gathering relevant details such as the pt's condition, pt follow-up, any pre-existing pt's conditions, etc... As of 4/07/2010, the attempt to contact the physician has been unsuccessful. Acclarent's ent consultant confirmed that the intraoperative eye swelling occurred after lavaging with saline, and that the pt had a pre-existing anatomical defect noted on the CT scan that is believed to have contributed to the event. The ent consultant also indicated that the physician had noted the issue was not a device problem. (B) (4). Acclarent's flexible balloon catheters are specifically designed to be atraumatic, and not damage tissue, or cause swelling. There was no info in the complaint that suggests any acclarent device failure. No device(s) were available for return. A lot history record review was performed on lot# 091117b-cm. The lot met specification. Acclarent wil continue to update the file with any add'l info and provide subsequent reports if required.